Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and it was explanted as the lead's helix exhibited extension issues during lead revision procedure. Additional information states that microdislodgement is suspected to be the cause of the high capture thresholds due to the patient having an active lifestyle. The patient received education to limit movement of the implant shoulder. No additional adverse patient effects. The product is not expected to return for analysis.